Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and the data. The fse found that the sample spinning time in the centrifuge was 5 minutes while the tube vendor recommends 15 minutes spinning and pulling 1100-1300 g force. The cause of the single discordant na result is unknown. The fse did not find anything wrong with the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant low sodium (na) result was obtained on a dimension xpand with hm instrument. The result was reported to the physician(s). The patient was scheduled for an operation which was cancelled due to the low na. The same sample was rerun on the same instrument and a normal na result was obtained. A corrected result report was sent to the physicians. There are no known report of adverse health consequences due to the discordant na result.